Event description:
Service department was contacted for an integrated bed exit detection system allegedly not operating adequatly in lower position. User reports that there is a delay in the alarm for detection of the patient exiting the bed when bed sleep surface is lowered.